Event description:
High pre-membrane pressure.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 1, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 3331, 4114, 3221, 4315) type of investigation #1: 3331 - analysis of production records type of investigation #2: 4114 - device not returned investigation findings: 3221 - no findings available investigation conclusions: 4315 - cause not established the affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. The manufacturing record and the incoming inspection records of the actual product was found to have no anomaly in the six estimated lots. No other similar report of the product with the involved product code / lot number was found. Without the actual sample, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.                                                 H6: component code: 4739 - gas exchanger. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical, signs, symptoms or conditions. Medical device problem code: 1491 - increase in pressure. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a high pre-membrane pressure. As per the user facility, the issue was noted while on cpb, and it was continued with the administration of vasoactives without consequence to the patient. Pressures continued to gradually climb. They turned alarm limits up, to allow cpb to continue to flow. They discussed with the attending anesthetist, the surgeon was aware of issue, and the clinical lead of perfusion was consulted. Nitroprusside bolus was given to the patient, followed by a bolus directly into the oxygenator. After bolus, pre-membrane pressure came down, and it was able to flow appropriately for the patient. Nitroprusside drip was given for the remainder of cpb to prevent platelet aggregation on oxygenator until off cpb. Impact of incident: map decreased to 30's for about 5 minutes after nitroprusside bolus given, head sat's remained normal throughout. Oxygenation and co2 removal remained unaffected. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.